Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they got their stimulator to help them with their bladder and their bowel (pt said they were incontinent both ways) and when they first got it did help their symptoms but now they think it's not working and they don't want it anymore. The pt did not know the date when they realized it was not working. The pt said they could not get it to work, it worked less and less and thinks their "body material covered it" and they can feel the disc inside of them with the dent (I understood pt was describing the normal shape of the ins). The pt said they did everything they could but they know it does not work. Patient services reviewed with the pt if they no longer want their implant inside of them they can speak with th eir doctor about removal. The pt said dr christopher hicks is no longer there. Patient services offered listings but pt said the listings were too far away. Patient services redirected the pt to speak with their general practice doctor about what is best for them. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they had received a follow up letter regarding their previous report. They noted they have arthritis and filled out the letter, but the writing was not the best. They noted they had an upcoming appointment with the doctor on (B)(6) 2021. They also mentioned they saw a doctor just for medication and listed an overactive bladder medication. When asked to clarify the statement their device was not working, the patient underlined, "therapy or symptom control," and "device malfunction, stimulation output issue, etc." When asked if the issue was caused by normal battery depletion, they replied, "yes - sometimes." They then reported the cause of the device not working was unknown. When asked what most likely caused or contributed to the issue, they reported, no, they had checked, as did their caregiver, "up and down the device settings, also battery settings." When asked what steps were or would be taken to try to resolve the issue, they responded they would like to have the device removed from their body. They did not want it anymore. The issue was not yet resolved. When asked if device removal or replacement was planned, the patient underlined both "yes," and "no," and wrote a date of surgery as (B)(6) 2021. They needed the device removed. They left a message for their doctor and nurse practitioner to call them with names of doctors capable of removal of the stimulator/neurostimulator.

Event description:
Additional information was received from the patient. They reported that they have not been well but wants to answer. Pt said it has reference #(B)(4) and they have an appointment to have the device removed. Pt provided the questions and answers verbally: q: please clarify the conflicting information you reported about upcoming doctor's appointment on (B)(6) 2021 and had requested your doctor provide you with doctors capable of removing the ins you later mark both yes and no to the below question regarding removal or replacement and provided the date of surgery as (B)(6) 2021. A: pt said that is not true, pt said pt was not in good shape. (I understood pt meant they were not feeling well at the time they sent back the letter). Pt said the date for removal surgery is (B)(6) 2021 with dr (B)(6) at (B)(6) health, (B)(6). Pt said surgery is scheduled but may be cancelled due to covid restrictions in the area where they are but at this point the removal is scheduled. Q: is device removal or replacement planned? A: pt said yes q: if yes, what is removal or replacement plan? (See above) q: what is the current status for your device? A: pt said, it does not work, it hasn't worked for a while and they did check the batteries way back a couple of years ago they guess. Q: is still in use? A: no q: is it discarded? A: no q: will it be returned? A: pt said, if medtronic wants it, they can ask dr (B)(6) to make sure it is sent back, they kind of indicated to the patient when there were men talking to them but they did not get that information. (Pt did not provide further information about the, "men" talking to them and no further questions were asked. Pt said, dr (B)(6) is a new doctor for her. Pt said when they provided the answers, they forgot to provide more information about another doctor they had seen: dr (B)(6). (Pt said that is their last name initial, they do not know the full last name) neurosurgery department at (B)(6). Pt said this is the doctor that did an 8 hour back surgery on (B)(6) 2020 where they died on the table, their "blood blanked out" their heart stopped they were black and blue on chest had to revive her and it was not easy they woke up in rehab and don't remember but since having that back surgery they have no more pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.